Event description:
It was reported that the patient experienced tenderness and irritation at the ipg site. The patients surgical site was evaluated and was found out that the ipg had migrated and a callous formation was noted. It was also noted that the ipg started to erode in the patients skin. The patient was prescribed with antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn : m365sc8416500, model : sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced tenderness and irritation at the ipg site. The patients surgical site was evaluated and was found out that the ipg had migrated and a callous formation was noted. It was also noted that the ipg started to erode in the patients skin. The patient was prescribed with antibiotics. Additional information was received that the ipg site was eroding, and it was visible through the hole in the skin. The patient underwent a revision procedure wherein the ipg and lead were replaced.